Manufacturer narrative:
D4 & H4: Serial number, Unique Device Identifier (UDI) and Manufacturer Date not available.Upon investigation of the actual device used in this incident, a Technical Support Specialist (TSS) identified that the stockout transaction for Med ID DOXY100 to HVSD appeared to be missing a TranQueueID. The TSS was unable to locate the transaction in TranQueueHist. Sample transactions for RSSD and IMU were reviewed and confirmed to be processing correctly with valid TranQueueIDs. The TranQueue table was also checked, and no stuck transactions were found. The TSS contacted the customer via email and requested additional transaction samples for further analysis. Subsequently, the customer confirmed that the issue had been resolved. The system functioned as intended after the Technical Support Specialist assessed the device.

Event description:
It was reported that when using the BD Pyxis¿ ES Server, stockout transactions were printing instead of crossing over to the logistics queue. The customer reported that the issue began on the day of reporting and affected the normal processing of stockout requests. The customer stated that no changes had been made to either the Pyxis server or the logistics server prior to the occurrence of the issue. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.